Event description:
The hosptial reported that during saphenous vein harvesting procedure, the balloon popped on the short port. A replacement unit was used to complete the procedure. No patient complications were reported by the hospital.